Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of system revision due to infection as the patient had vegetation on the valves. No additional adverse patient effects were reported. The rv lead was explanted.